Manufacturer narrative:
The investigations that has been performed has found that the cause of the reported issue is too wide tolerances on some parts of the rail clamp. This may lead to that the balls that should lock the clamp to the rail either gets stuck and does not secure the clamp or come loose.

Event description:
It was reported that the clamp for slot rail springs came out and will not connect to rail clamp for humidifier bracket. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).